Event description:
Customer reported intermittent vertical movement and a torn hv cable sheath. No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and replaced the vertical lift power supply and high voltage cable. System operates as intended.